Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
During a meniscal repair, the suture was located within the applier. The first trigger worked well. The second one didn't. The procedure was completed with another suture. Additional information received via email from the affiliate on 3-4-2016. The failure was during the deployment of the second anchor. Another new deployment gun was used to complete the procedure. The first anchor was removed from the patient. The surgeon had to deploy the anchor in a different location. This failure extended the procedure time greater than 30 minutes.

Manufacturer narrative:
The device was received and evaluated. Visual observation of the needle revealed no anomalies. The needle was mated with a test applier and tested for its functionality. It was observed that both triggers (grey and red) functioned properly. The reported condition could not be confirmed. At this time with the information provided, a root cause could not be definitively determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).